Manufacturer narrative:
The manufacturer previously was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experiencing tiredness and headaches. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The remstar pro c-flex+ device was returned to a third-party service center for service. During the evaluation of the device, the third-party service center visually inspected the device and found contamination from dust/dirt. There was no evidence of foam particles or degradation. The device was scrapped per the customer request. The manufacturer previously reported MDR 2518422-2023-02298 with a 510k number of k131982. The manufacturer has updated the 510k number in this report to k091319. The manufacturer previously reported the reporter as ansm. The manufacturer has updated the manufacturer to vivisol in this report. The manufacturer has also updated the recall number to z-1974-2021 in this report. Sections e, g, and h have been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing tiredness and headaches. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.